Manufacturer narrative:
Correction section h1 :as per the evaluation analysis this does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was receiving eri message. Ipg was providing therapy. Surgical intervention took place where in the ipg was replaced and reportedly effective therapy was restored.